Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced due to exceeding the allowed number of discharges. Post revision, the patient overdischarged their new device and a physician mode reset was successfully performed. It was noted that the patient had to charge their ins every day to keep it operational. It was noted that the patient stated that her "hip feels like it is burning while she is recharging." Follow-up information reported that the patient had been gaining weight and could only get 4 bars of coupling when recharging. Recharging had become too much of a burden so the patient opted to have the ins revised. Replacement surgery was scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011explanted: na programmer model 37743 serial# (B)(4).

Event description:
Additional information received reported that stimulation had resumed and the patient had decent stimulation coverage. The patient had a follow up scheduled for the week of (B)(6), 2011.